Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 402 mg/dl, 537 mg/dl, 95 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she walked and took 500 mg of metformin, which is her afternoon dose, after obtaining the first two results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.